Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, a device check was ordered due to ectopy noted on the hospital's telemetry. All electrical measurements were normal; however a chest x-ray indicated that the lead had appeared to have moved. The following day, the patient was brought to the electrophysiology lab where imaging indicated a lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.